Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog #1475001080, 510k # k091974, UDI# (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: tuberculous spondylitis procedure: reconstructive and corrective surgery for polysegmental lesions of the spine with application of implants, stabilizing systems for the patient, polysegmental (4 or more vertebrae) or specific tuberculous spondylitis of the thoracic and lumbar spine. Level implanted: t6-t7, t12-l1 it was reported that post-op, the implanted rod was broken. Revision surgery was performed to replace of transpedicular stabilization system. Patient suffered with pain at the result of this event.